Manufacturer narrative:
Concomitant medical products- model: 1882tc, competitor lead; implanted: unknown model: 305u29, tissue valve; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high impedance. A lead revision procedure was completed and the pace/sense, low voltage portion of the rv lead was capped and an existing competitor pace/sense, low voltage lead was uncapped and re-used. The high voltage / defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.